Event description:
It was reported that two files separated in different canals of the same tooth. Sedative temporary restorations were placed and the patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evideneed by previous reported events. This event, therefore, is reportable. The device was not returned for evaluation and the lot numbr is not known for retained-product testing and/or DHR review. Further information pertaining to outcome of this event will be reported if it become available.